Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-04694 for a description of the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced severe urge incontinence, frequency, dyspareunia, vaginal scarring, nerve damage, dysuria, nocturia, and recurrent urinary tract infections. The patient also suffered vaginal pain, abdominal pain, pelvic pain and underwent corrective surgeries. All other information is unknown.